Event description:
It was reported that pump displayed malfunction code with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it with no recurrence of malfunction, and was advised to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.